Manufacturer narrative:
The device was returned as part of the annual inspection process and the following was found: air water cylinder and suction cylinder had no color, the cover on the light guide bundle was damaged, the light guide lens was cracked, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus annual inspection, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air water tube/ cylinder had white foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 7 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the cause as to why the foreign material remained in the air/water cylinder and air/water channel could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.